Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No error 94 was found during device log review but several error 51 were noticed which confirms the reported event. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Nothing was observed during external visual check. Tests were carried out and technical error 51 was triggered during the ocs test and the clamp motor made a grinding noise. The reported event was reproduced. However upon internal inspection it was found that the cpu board was damaged (dent) and was at the origin of the reported event. Therefore the reported event was found to be linked to the pump being likely mishandled. To our knowledge this complaint was not being related to patient safety. This complaint is due to misuse. No action was initiated for this issue as per our local procedures.

Event description:
Customer reports 2 errors and the unit just beeps; confirmed error 51 (speaker issue).